Event description:
During the embolization of an anterior communicating artery aneurysm, a coil prematurely detached and occluded the a-2 branch of the artery. There is no information about the age or gender of the patient. Also, the characteristics of the vessel were not provided. The information-received states that the aneurysm measured 7mm. Seven coils were placed in the aneurysm before this event occurred. When the physician attempted to detach an 8th coil he noticed that the wing lock on the syringe was broken. The physician removed this syringe and a second syringe was attached to the microcatheter. When the physician attempted to pressurize the syringe, no pressure could be applied so the physician decided to remove this coil. Upon removal, only the coil delivery shaft was removed and the coil remained in the aneurysm. After fifteen minutes had passed, and angiogram showed that the coil had protruded from the aneurysm and occluded the a2 vessel. The physician treated the pt with reopro and urokinase, and attempted to snare the coil. After 90 mins the vessel was re-opened but blow was not the same as it was at the start of the procedure. The pt suffered light right sided weakness. This report of an event that originated from another country is being submitted due to the implementation of corrective action to prevent a recurrence of this issue. CAPA 542 was opened to address pre-mature detachment issues.